Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that during an intraocular lens (iol) implant procedure, pre-mounted lens had two small oval shaped imperfections on the anterior surface of the optic zone. They are located outside the visual axis (approximately 3.5 mm or 4 mm from the optical center). This was not a fracture, but rather an imperfection on the anterior surface, resembled as a flat bubble. Additional information has been requested.